Event description:
Manufacturer review of the published article entitled "late onset ictal asystole in refractory epilepsy; jules c. Beal md, yoshimi sogawa md, scott r. Ceresnak md, joseph mahgerefteh md, solomon l. Moshé md. Pediatric neurology 45 (2011) 253-255" noted a patient had an infection at the vns generator site requiring explantation of the device, and the patient was not reimplanted. The exact event date of the infection is unknown. The arrhythmia events the patient experienced are being reported separately via MDR report #1644487-2012-00412. Attempts for further information from the article author are in progress.

Manufacturer narrative:
Article citation: late onset ictal asystole in refractory epilepsy; jules c. Beal md, yoshimi sogawa md, scott r. Ceresnak md, joseph mahgerefteh md, solomon l. Moshé md. Pediatric neurology 45 (2011) 253-255